Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported the device has been explanted.

Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device in the posterior side assessed as fold flaw opening. Additional observations: creases observed on the device. Wear abrasion on the device. White particles observed inside device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: h3, h6.